Manufacturer narrative:
The field complaint of unit having no power and burned prongs was not verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter as well as the ac power adapter. The unit was plugged in to the working ac power outlet and the unit powered on successfully. Upon further inspection, there was no damage to the main pcb of the transmitter and no damage to the main pcb of the power adapter. Unit booted up to tower icon, and performed delete/downgrade process successfully.

Event description:
It was reported a transmitter presented with no lights and burnt prongs. No changes were reported. There was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.